Manufacturer narrative:
Per tandem¿s cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿ the x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. A supply change was performed to resolve the issue. Additionally, customer loaded cartridges with cold insulin and did not perform the cartridge air removal step. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose ranged from 160-200 mg/dl.